Event description:
In (B)(6) 2014, a 25mm sjm trifecta valve was implanted with no complications. In early (B)(6) 2017, the patient presented with prosthetic aortic valve incompetence. On (B)(6) 2018, the valve was explanted and replaced with a 25mm mitroflow valve. The patient is reported to be stable.

Manufacturer narrative:
Product evaluation: the device was returned due to prosthetic aortic valve incompetence. Gross morphological and histopathological examination revealed all three leaflets contained fibrous thickening and a thin layer of fibrin. A tear was noted in leaflet 3. Fibrous pannus ingrowth on the inflow surface was also observed on leaflets 2 and 3. There was no acute inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.